Event description:
It was reported that the insulin pump kept alarming and shut off when the blood glucose reading was 72 mg/dl. The customer stated that the sensor glucose reading was 134 mg/dl. He stated that the device did this all the time and shut insulin delivery off at inappropriate times. On another occasion, the blood glucose reading was 203 mg/dl, compared with the sensor glucose reading of 109 mg/dl. The difference was not within acceptable range. The customer requested a scroll wrap insulin pump. He stated that he had had one incident in which he scrolled past the maximum and went to the 0, but he had never gone to the maximum bolus unintentionally. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.